Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was also noted that the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. General maintenance and cleaning performed, and new components were added to replace worn internal parts. Root cause: complaint confirmed via inspection of the unit. New components added to replace worn internal parts as a result of routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking side of the mayfield modified skull clamp (a1059) moved with the lock engaged. No information has been provided on patient involvement, injury, or surgical delay.